Event description:
It was reported that the recently implanted vns patient was experiencing voice hoarseness and difficulty swallowing water and thin fluids following implant surgery. The patient's device had not been programmed on following surgery. It was suspected that the implanting surgeon had damaged the patient¿s nerve during surgery. It was noted that the patient¿s coughing was not indicative of complete vocal cord paralysis but the patient may have partial left vocal cord paralysis that would resolve over time. The patient was referred for additional testing.

Event description:
Additional information was received stating that the vns patient was seen on (B)(6) 2014 and that her issues had resolved.